Event description:
The hosp ran a blood glucose lab comparison. The pt was transferred from a nursing home and admitted for hypoglycemia, chf and bed sores. They received a reading of 502 mg/dl on their device and the lab result was 344 mg/dl. No treatment was given based on results. Controls were in range. A request was made for the return of the suspect device. Replacement product was sent.